Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was performed after the manufacturing of the device and prior to its release. No problems or issues were identified during this device history review. No root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the cyclic redundancy check (crc) code generated different configuration crc. No patient injury was reported.